Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. The device history report DHR investigation has been reviewed and no show issues or discrepancies were found that could potentially relate to this complaint. DHR show that the product was packed and inspected according to our specifications. No issues were found according to the inspection criteria established.

Event description:
The event is reported as: "complaint alleges that the stylet breaks easily during use. Nurse attempted to bend the stylet to fit the et tube during intubation and it easily broke." No pt injury reported.